Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, 'broken keypad abc not working, which was reproduced and experienced as an intermittent keypad response of the 0 and 1 keys. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a broken keypad with "abc not working", which was clarified during baxter's evaluation as an intermittent keypad response. It was also reported there was no patient involvement.